Manufacturer narrative:
The insulin pump passed the functional tests. However, the motor was found to be leaking oil. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked belt clip slot, a cracked display window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).